Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the button keypad trace. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The blood glucose reading was 148 mg/dl.